Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 13, 2017 that a wallflex biliary rx fully covered stent was to be used to treat a 2 to 3 cm malignant stricture in the mid-common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was normal and had not been dilated prior to stent placement. According to the complainant, during the procedure, the physician was able to deploy the stent. However, during removal of the delivery system, the stent would not detach from the catheter. The stent was removed from the patient's body together with the scope. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.